Event description:
The account reported that during a pericardiocentesis when the doctor attempted to remove the guidwire from the catheter, the guidewire seemed stuck inside the catheter. The doctor pulled both the guidewire and the catheter out together. No patient injury or harm resulted from this event.